Manufacturer narrative:
Concomitant medical products: product ID: 5076-52, serial#: (B)(4), implanted: (B)(6) 2012. Product ID: 694765, serial#: (B)(4), implanted: (B)(6) 2012. Product ID: 429688, serial#: (B)(4), implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) detected noise on the atrial and ventricular channels. It was not able to be determined whether the noise was related to electromagnetic interference (emi) or the lead because the noise was able to be reproduced in the clinic which points away from emi. The right atrial (ra) and right ventricular (rv) leads exhibited oversensing/noise. The device and leads remain in use. No patient complications have been reported as a result of this event.